Event description:
Reportedly, a wheel of the wheelchair started to wobble while a pt was using it, the pt was transferred to another chair. The wheel later fell off the pt's original chair. The pt was not injured, no medical treatment was required.